Event description:
It was reported by the customer, the chrome was flaking off the siderail.

Manufacturer narrative:
The chrome peeling from the siderails is related to the mfg process of the siderails at the time the stretcher was manufactured. A new mfg process was implemented in oct 2005 to correct the reported issue.